Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The trulite laryngoscope set was tested in the same manner as prepping for use. The blade was unfolded and locked into position. The led light was displaying a steady white light. The handle was grasped as if the blade was going to be inserted into a patient's throat. Downward pressure was applied to the blade simulating the pressure required to successfully move the blade into the correct position for intubation. Due to the physical manipulation of the blade while the handle was still being grasped, it was a natural movement for the thumb and the index finger of the hand holding the handle to rub the battery endcap. That rubbing causes enough movement in the battery endcap to cause the light to flicker. The complaint has been confirmed. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges that the "anesthesiologist went to intubate. When pressure was applied (lifting patient tissue) to intubate, the light went out". Customer states the anesthesiologist pre-tested trulite. Light worked. Alleged defect detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The device has been returned. The investigation of said device is in progress at the time of this report.

Event description:
Customer complaint alleges that the "anesthesiologist went to intubate. When pressure was applied (lifting patient tissue) to intubate, the light went out". Customer states the anesthesiologist pre-tested trulite. Light worked. Alleged defect detected during use. It was reported there was no injury or consequence to the patient.